Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: unknown; UDI: unknown; manufactured date: unknown; use by dat e: unknown; implant date: unknown; FDA site ID: 9612164 . A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure as a last-resort treatment for a patient, a pre-implant balloon dilation was performed without issues. The first valve deployment was too deep and was recaptured. During the second deployment, at approximately 80%, the patient became hypotensive and lost blood pressure, and cardiopulmonary arrest occurred requiring cardiopulmonary resuscitation (CPR) for approximately 30 minutes. Anesthesia was called to intubate the patient, and vasopressor medications were administered. The valve was fully deployed and, after additional medications and CPR, the patient became stable. Severe aortic regurgitation was noted after deployment, and a post-implant balloon dilation was performed with a 23 mm non-compliant balloon; aortic regurgitation remained moderate after the initial post-dilation and an additional post-dilation was performed with a 25 mm semi-compliant balloon, after which trivial aortic regurgitation was reported. The patient left the procedure room stable with a plan for intensive care. It was noted the following day that the team decided to withdraw care and the patient died. Per the physician, the patient had an unpredictable suicide ventricle and the valve did not cause or contribute to the death. Additionally, post-procedure computed tomography identified extensive previously undetected cancer.

Manufacturer narrative:
Updated data: b2. Date of death b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of severe aortic regurgitation was paravalvular leak (pvl).